Event description:
It was reported that the lead exhibited low sensing threshold of 0.5 mv and occasional bipolar readings of less than 100 ohms impedance. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal and distal insulations abraded at 34.2 cm from the connector pin due to clavicular crush. This could cause the reported problem.